Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer¿s blood glucose was of 481 mg/dl. The customer declined troubleshoot for high blood glucose and kink in tubing. Customer she has changed 3rd time it worked fine with 2 other sensor but won¿t communicate with current sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was programmed with test guardian three link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature and auto mode connection are working properly. Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing.